Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that this patient had a 27mm 7300tfx valve in the mitral position underwent valve-in-valve after an implant duration of four (4) years, nine (9) months due to leafleting thickening, thrombus, pannus, severe regurgitation, stenosis. The patient underwent a tmvr using a 29mm 9600tfx transcatheter valve. Per medical records, the patient presented with progressive dyspnea and increasing fatigue. Cardiac workup showed chronic thrombus adjacent to the leaflet (patient on chronic oral anticoagulant) and leaflet thickening with restricted excursion. Patient transferred to recovery in stable condition and discharged pod#1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 correction: previous MDR submission was submitted in error. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. If intravenous thrombolytic therapy or surgical/percutaneous intervention occurred, or harm occurred due to the device, this is considered a serious injury. This event is reportable

Manufacturer narrative:
Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 27mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 4 years, 9 months due to severe stenosis and degeneration. The patient presented with sob and fatigue. The tmvr was performed with a 29mm 9600tfx transcatheter valve.